Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was giving inaccurate amounts of insulin. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported a button that was sticking and when they press it, insulin shoots out. The pump also had a drive support cap that was sticking out. Troubleshooting was not completed as the customer declined. The insulin pump will be returned for analysis.